Manufacturer narrative:
Concomitant medical products: product ID: 402452 lead, implanted: (B)(6)1999.

Event description:
It was reported that there was high thresholds on both right atrial (ra) and right ventricular (rv) leads. There was also undersensing on the ra lead. Both leads were capped and replaced. No patient complications have been reported as a result of this event.